Event description:
I have silicone breast implants. Capsular contracture. Diagnosed with lcis and atypical hyperplasia. Brain fog chest pain, extreme fatigue, anxiety, back pain. Had multiple sets most recent 9252013. Had "(B)(6)" in 2011 in my breast. Surgery (B)(6) 2011 to drain. Also had "(B)(6)" in breast in 2011 twice once (B)(6) hospitalized then (B)(6) surgery. Also numerous core needle biopsies. FDA safety report ID# (B)(4).